Event description:
It was reported that the patient experienced severe pain following an implant procedure. The patient underwent implantable pulse generator (ipg) explant procedure. The explanted device will not be returned per facility policy.